Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the event occurred while in the cardiac care unit and 33 hours after therapy was started, the intra-aortic balloon (iabp) alarmed "system error 3" and stopped. The pump was turned "off" then "on" but the pump had the same results with the alarm. As a result, the iab was removed and not replaced since the iabp treatment was scheduled to be done on that day. No medical/surgical intervention was needed. There was no delay in therapy. There was no report of pt death, injury or complications. The pt outcome is good. The pump is being sent to biomed for investigation and service.